Manufacturer narrative:
A visual examination revealed that the pebax section was detached/separated, exposing the tip of the core wire. The pebax section had presence of adhesive remnants indicating that the pebax was properly attached to the core wire. No evidence of core wire fractured. The complaint is consistent with the return the pebax section detached exposing the tip of the core wire. It is most likely that due to anatomical/procedural factors encountered during the procedure, since the presence of adhesive indicating proper manufacturing was determined and performance was limited and may have contributed to the failures, therefore the most probable root cause is operational context. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database revealed that no similar complaints exist for the reported lot number 15890881. A labeling review was performed and no anomaly was found.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2013. According to the complainant, during the procedure the guidewire was advanced out of the catheter the tip of the guidewire looped before entering the stenosis. The physician attempted to pull the wire back into the catheter, but the tip of the guidewire detached into the patient¿s bile duct. It was reported that the doctor managed to remove the detached part after intervention. The procedure was completed with a new jagwire with no patient complications and the patient's condition was reported to be stable.

Manufacturer narrative:
It was reported that the patient¿s age was over 70 and his weight was approximately (B)(6). (B)(4) for the reported event of tip detachment. The device has been returned for evaluation; however a failure analysis of the complaint device has not been completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2013. According to the complainant, during the procedure the guidewire was advanced out of the catheter the tip of the guidewire looped before entering the stenosis. The physician attempted to pull the wire back into the catheter, but the tip of the guidewire detached into the patient¿s bile duct. It was reported that the doctor managed to remove the detached part after intervention. The procedure was completed with a new jagwire with no patient complications and the patient's condition was reported to be stable.